Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this devices longevity estimation had been varying thus the physician elected to replace the device. Upon the revision some noise was seen and upon the revision it was noted that this right ventricular lead was not fully connected to the device, and fluoroscopy noted that the ventricular lead came loose. The lead was repositioned and the device was explanted. The lead is a competitor lead. No adverse patient effects were reported. The device will be returned.

Manufacturer narrative:
Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the noise, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device¿s memory confirmed no fault codes however device diagnostic reports confirmed a higher than normal current drain. Although the higher than normal current drain was identified, the failure mode could not be consistently duplicated to perform further analysis and identify root cause.